Event description:
The reporter informed the company about attempting to sue the former physician because patient felt that the physician was wrong in prescribing the vns device for the patient. The reporter indicated that the device was activated and patient was still experiencing seizures. Patient stopped taking the medications and suffered a memory loss. Approximately, one week after patient stopped taking the medicaitons, the memory began to return and patient was depressed; however, patient did not have any more seizures.